Manufacturer narrative:
The tri lobe cam driver [product code: 4102-80-100, lot no: pc2302802] was returned for evaluation. Visual examination revealed that the fracture was located at the cam driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. In addition hardness verification was conducted on the driver. Testing indicated that the driver met the appropriate specifications outlined for the material. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted and no emerging trends were found. The root cause for the tri lobe cam driver distal tip becoming broken cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static shear failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the process of locking pulse screws with cam tightener. Tightener (instrument) broke (tip). No adverse effects. Instrument was exchanged for second driver and case continued.